Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor not working. Customer¿s blood glucose was unknown. Customer stated that she wanted full bolus but it would partially gave the bolus. Customer stated that the insulin pump was acting slow and she had a hyperglycemia. The insulin pump will be returned for analysis.